Manufacturer narrative:
(B)(4). The device is currently shipping from the customer to (B)(4) for investigation. A follow up report will be provided when the inspection results are available. (B)(4).

Event description:
As reported by the user facility ((B)(4)): fast flow. Pump emptied in 13 hours instead of 48 hours. Drug: 5-fu.